Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 29 months ago. The aortic neck diameter at the time of implant was 29-30 mm. It was reported that the aortic neck has dilated and currently measures 33-34mm in diameter. The patient underwent secondary intervention by placement of an aortic cuff to treat what was thought to be a type I proximal endoleak without success. Post operative imaging demonstrates that an endoleak is still present. The physician is now considering that the endoleak is a possibly a type ii coming from three sets of lumbars or the endoleak is a type iii. No further intervention was performed and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (dilated aortic neck, type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (dilated aortic neck, type ii endoleak).